Event description:
It was reported that the pump's base was not responding and exhibited a battery issue. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log identified base not responding, battery communication time out and battery depleted in history. During functional testing was unable to duplicate the base not responding problem during power up process and was unable to duplicate the battery communication timeout. All the readings of battery were within the required specifications. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Repair was not needed for base not responding problem, replaced battery for preventive, and performed preventative maintenance. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.